Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.4 cm abdominal aortic aneurysm approximately 20 months ago. Vessels were mildly calcified and moderately tortuous, and the right iliac artery varied in diameter from 18 to 23 to 15 mm along its length at the time of implant. It was reported that the talent bifurcated stent graft (MFR report #2953200-2010-00638) was implanted with the ipsilateral side on the right without issues, and the angiogram at the time of implant showed the ipsilateral limb was within 1 cm of the hypogastric artery. A follow-up CT acquired approximately 6 months ago showed what was thought to have been a type ii endoleak, but in retrospect may have been the start of a distal type I endoleak. Approx 1 month ago, the pt was asymptomatic and returned for a follow-up CT, which revealed a distal type I endoleak on the right side. The CT demonstrated that the limb had migrated proximally to 2 cm above the hypogastric artery and that the right iliac artery had disease progression and had dilated to 28 mm in diameter. In addition, aneurysm expansion to 5.8 cm due to the distal endoleak was evident. The physician elected to extend the talent bifurcated stent graft with a talent iliac limb, which was implanted down to the hypogastric artery; however, the endoleak persisted. The right hypogastric artery was then embolized, and another talent limb was implanted to extend down into the right external iliac artery, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak; disease progression and vessel dilatation.